Event description:
Several patients had ports accessed, using the huber needle. Some time later the patients were noted to have the tubing separated. This could result in the patient not receiving the proper dose of chemotherapy.